Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an aortic arch replacement procedure the device was fired across the a hemo bridge graph to close the device fired, but the staples did not form. The case was completed by over sewing with no patient consequence.